Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported by the customer that while the device was still in the hospital biomed shop. The hospital biomed inspected the device and found error logs related to the device's bottle pressor sensor. They determined that the bottle sensor was failing intermittently and replaced the bottle pressure sensor. There was no information on patient involvement.